Event description:
The customer reported being hospitalized three times in one week. The customer did not recall the dates, but stated that it was in (B)(6). All three events were due to low blood glucose levels. The customer stated that the events were due to a change of insulin, not due to an insulin pump malfunction. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.